Event description:
It was reported that a 6f angio-seal vip was selected for use post diagnostic catheterization. Post procedure, the patient had diminished pulses and the patient was taken to surgery for a thrombectomy and removal of the angio-seal device. The patient was discharged with palpable pulses. No additional information was available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.